Event description:
Procedure: lower anterior resection. Reportedly, the instrument did not fire correctly. However, the facility reports no direct injury to the pt, but the surgery time was extended by 2 hours.